Event description:
A cartridge alarm was reported by the caller. There was no reported impact to the customer's blood glucose level. The issue was resolved during the call, and troubleshooting by technical support was not pursued at the customer's discretion.